Event description:
Guidant (now boston scientific) received information that during an elective replacement procedure, this right ventricular (rv) lead's terminal pin separated from the proximal ring. The lead was tested with the replacement device and was found to be functioning normally. The lead remained implanted. Boston scientific received information over seven years later that during the device replacement procedure, after removing the lead and upon wiping the terming pin, the pin and ring separated. One lead wire became exposed as well. The lead did not appropriately sense or pace. A temporary wire was placed. This rv lead was abandoned surgically and successfully replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.